Event description:
The patient has alleged black particles blowing out of the device. There was no report of patient harm or injury. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.